Event description:
The customer reported the system failed to boot up. There are no reports of pt injury or death associated with this event.

Manufacturer narrative:
No conclusion can be drawn as repair information is unavailable. However, no report of pt or staff injury was reported.